Event description:
After initial surgery for a xia3 implant, the surgeon confirmed via x-rays that the screws were loosening. Revision surgery occurred to tighten the screws using a torque wrench. In the course of the surgery the screw head popped out. The surgeon then removed the broken screw and changed the screw to brand-new screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned xia lp polyaxial screw 7.5 x 45 mm was confirmed to have tulip disengagement through visual inspection. The part was returned in two pieces, the tulip and shaft. The blocker was not received. The dimple on the shank head indicates that tightening may have been performed with excessive force. There were no reports of nonconformities in manufacturing of this lot number. The surgical technique states that an anti-torque key and torque wrench must be used in final tightening. The complaint details state that a rod fork and torque wrench were used in final tightening. Conclusion: the likely cause of this event is that the use of the rod fork during final tightening created a cantilever force on the screw. This force was great enough to remove the head of the tulip.

Event description:
After initial surgery for a xia3 implant, the surgeon confirmed via x-rays that the screws were loosening. Revision surgery occurred to tighten the screws using a torque wrench. In the course of the surgery the screw head popped out. The surgeon then removed the broken screw and changed the screw to brand-new screw.